Event description:
It was reported that the patient experienced shortness of breathe, refused to go to emergency room. It was reported that the patient expired at home. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.